Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced three infusion sets fell off during use events between (B)(6) 2024. The infusion sets was in use for 2 days. The blood glucose level at the time of event was 220 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.